Event description:
It was reported that following an anterior cervical fusion, laminectomy and spinal fusion the patient developed a subcuticar infection. The patient was treated with IV antibiotics for 4 to 5 days and wound debridgement.